Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was due to the interface pcb assembly. After replacing interface pcb assembly and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the controls on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h6 results code grid has been corrected. Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to filter capacitor fl24 leaking voltage.

Event description:
The customer contacted stryker to report that the controls on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.